Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use an evercross balloon catheter during procedure. It is reported that the balloon was used multiple times. Lesion morphology is reported as fibrous/soft. It is described that the lesion was significantly calcified. Embolic protection was not used. It is reported that the balloon ruptured at 12 atm. All parts of the balloon were intact when removed from the body. The balloon was placed through a previously placed stent. The procedure was completed with another device. Patient condition is reported to be stable - good.